Event description:
It was reported that following an abdominoplasty, the patient developed an inflammatory response to the sutures. The stitches abscessed, and the patient was treated with keflex. The sutures were removed under local anesthesia, four months after initial procedure.